Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll (B)(4) for investigation. Investigation results as follows: a visual inspection was performed and no irregularities reported. In summary, the autopulse lifeband s/n (B)(4) was investigated in which the reported complaint of the lifeband was unable to connect to the autopulse platform was confirmed. The lifeband was tested in many platforms and it could not be connected. The autopulse lifeband was returned and tested at zoll (B)(4), who provided the preliminary investigation results described in this narrative. The device has been sent to zoll (B)(4) for further investigation. If and when additional information is provided a supplemental MDR will be submitted to the FDA.

Event description:
The customer reported that they were unable to connect the new autopulse lifeband s/n (B)(4) to the autopulse shaft slot. No report of patient involvement. No further information provided.

Manufacturer narrative:
The autopulse life band (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection of the returned lifeband was performed and the compression pad was received dirty. Further visual inspection of the returned unit revealed multiple creases on the surface of the belt. No other issues were observed. Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse lifeband (s/n (B)(4)). The life band was installed on test autopulse 1.5 platform for evaluation. The band clip was loose and was not properly seated in the drive shaft. Therefore; the functional testing could not be performed. Evaluation of the returned autopulse life band confirmed the customer reported issue.